Event description:
It was reported by the company representative that the black touch pen was "not good", that it often took several touches to activate the programmer. The caller also stated that they were getting noise on the electrocardiogram (ECG) in the new office. Technical support (ts) advised the company representative to make sure that the artifact detection was off and also suggested to the caller to make sure the facility electrical grounds were good. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).